Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to poly wear and malalligned of cup. Doi: unknown; dor: (B)(6) 2021 (left hip).